Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Event related to mw # 2210968-2023-04514, mw # 2210968-2023-04515, mw # 2210968-2023-04517, mw # 2210968-2023-04518, mw # 2210968-2023-04519 this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m . This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The scrub tech had difficulty several times removing the suture from the tray which resulted in damaged to the suture either right out of the tray or enough so that the suture broke while the surgeon was using it. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/21/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned devices. The returned sample determined that it was received, thirty-six unopened samples that pertain to product code mcp426h. In order to evaluate the conditions of the unopened samples, the packets were opened. The swage and attachment area were noted to be as expected in all samples. The samples were tested to verify the dispensability of the sutures and it was not possible in two samples, due to to the suture being found hard to release from the tray by applying excessive force. In addition, in thirteen samples were functional test was performed using instron equipment and the tensile force was above the minimum requirements. Based on the information currently available, indispensable suture was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Related reports: 2210968-2023-04514, 2210968-2023-04517, 2210968-2023-04518, & 2210968-2023-04519.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/10/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: was there any adverse consequence associated with the patient? No it was reported the issue reported in this event lead to the suture breaking on the surgeon several times, please clarify when were the sutures broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify: suture broke both when removing from the suture tray and in the hands of the surgeon when suturing during the case. Please provide the lot number: lot number provided in initial pc report (B)(6) reporting on answers (parkview hcp). Related reports: 2210968-2023-04514, 2210968-2023-04517, 2210968-2023-04518, & 2210968-2023-04519.